Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were touch screen problems. Followup information reported the there was an alignment issue between the stylus pen and the cursor on the screen, not responding. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there is a deviation between the stylus and the cursor on the screen. The touchscreen connector was reseated and then the touchscreen was calibrated. The device was then cleaned. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.